Event description:
Information received from medtronic indicates that, customer experience high blood glucose. The blood glucose value at the time of the incident is over 500mg/dl. Blood glucose current value is 300mg/dl. Troubleshooting was declined. No further patient complications were reported. Customer discontinued usage of pump. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged possible under delivery anomaly, high blood glucose, and blank display found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. No under delivery anomalies and blank display noted during testing. Insulin flow block alarm functioned properly during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software and generated carelink reports. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alarms, alerts, or anomalies were noted in the history files and traces. The daily total of bolus insulin delivery is 0 u on (B)(6) 2022 at 00:00:00.000 and 0 u on (B)(6) 2022 at 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube.unable to verify customer's complaint for high blood glucose. Possible under delivery anomaly was not confirmed during testing. Blank display was not confirmed. Moisture damage was confirmed found in the battery tube and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.